Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of anaphylactic episode and the treating doctor considered the event was life threatening to the patients health and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic episode, swollen tongue, lips and throat, dryness of mouth and blisters/lesions/canker sores. The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed antihistamines (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious and life threatening to the patient.